Event description:
It was reported that there was a "hole" or gap between the locking screw of an unknown transfer set and the post of an unknown titanium adapter while in use on a home patient (hp). The registered nurse (rn) felt a slit rough edge or "burr" at the end of the titanium post. The hp was treated with prophylactic antibiotics. Betadine had been used during the hp's set change. This report is to address the titanium adapter. No patient injury was indicated in association with this report. No additional information is available. This is report 2 of 2 for this event and patient.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).